Event description:
It was reported by the customer that a bd pyxis medstation es system had an entire drawer malfunction. Drawer cable was rubbing against sharp edge of the drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ whole main drawer 2.1 is not functioning. ¿ case: (B)(4) ¿ es - str3sw2 main drawer 2.1 (half-height) failed to close and shows requires a maintenance. ¿ case: (B)(4) ¿ tower door keep failing (str6sw) and main drawer 2.1 keeps failing (str3sw2). ¿ case: (B)(4) ¿ es: failed hardware on str3sw2 - drawer stuck closed. ¿ case: (B)(4) ¿ medstation es- drawer failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer malfunctioned. A field service engineer visited the site, relaxed the pyxibus cable, and recovered the drawer successfully. The system functioned as intended after the field service engineer troubleshot the device.